Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 8038655. D4. Medical device expiration date: unknown. H4. Device manufacture date: 07feb2018. D4. Medical device lot #: 7207600. D4. Medical device expiration date: unknown. H4. Device manufacture date: 26jul2017 . D4. Medical device lot #: 8030911. D4. Medical device expiration date: unknown h4. Device manufacture date: 30jan2018. E.1. The customer's address is unknown. Unknown, (B)(6) has been used as a default. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that thte bd ultra-fine¿ pen needle's were missing label information. The following was received by the initial reporter: consumer called to inquire about expiration date, stated that there is no expiration date on the box.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that thte bd ultra-fine¿ pen needle's were missing label information. The following was received by the initial reporter: consumer called to inquire about expiration date, stated that there is no expiration date on the box.